Event description:
It was reported that the vns patient passed away recently. The physician reported that he did not have the autopsy report, but thinks the death is likely to have been sudep. The physician reported that he has the explanted device to be returned for analysis. The device has not been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Product information was received and the explanted devices were returned to the manufacturer for analysis. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation cannot be made on that portion of the lead. Analysis of the returned generator is currently underway.

Event description:
Analysis of the generator was completed on 01/19/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.